Event description:
Patient was having a removal of right breast expander. The anesthesiologist told me that there is something wrong with the anesthesia machine. The anesthesiologist asked for the surgery to be paused, and I called the anesthesia tech to get the glidescope machine for re-intubation. They extubated the patient and re-intubated, still the anesthesia machine kept alarming. I called the anesthesia tech to check what is going on with the equipment and they found that the scavenger bag had ballooned out. Anesthesia team manually ventilated the patient and asked the surgeon if they can finish as soon as possible. The surgeon was able to remove the implant and get the specimen for culture. They did a quick closure on the surgical site, and patient was sent to the post-anesthesia care unit (pacu) free of injury and with stable vital signs. (B)(6) found that the o2 flush button was sticking in the on position. The tabletop was removed, and the o2 flush button was found to have a sticky substance on the surface of the o2 flush mounting surface and the o2 flush button itself. The button and the mounting surface were cleaned. Function of the button has been restored and the anesthesia machine was returned to service.